Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.e1: reporter is a synthes employee.h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 an unknown liquid seeped out into a cloth from the handle with quick coupling after sterilization. The hospital wanted to know the material of the handle, the method of washing and the possible cause. No further information is available. This report is for one handle w/quick-coupl. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the received picture confirm the issue as per event description that some residue at the cloth available ; the complaint therefore has been determined to be confirmed. However, without knowing the lot number we cannot determine which material was used and/or provide you the possible cause. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 311.431, lot: 8394780, manufacturing site: bettlach, release to warehouse date: april 29, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: the received picture confirmed the issue as per event description that some residue was on the cloth; the complaint therefore has been determined to be confirmed. However, without knowing the lot number we cannot determine which material was used and/or provide the possible cause. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: zuchwil selected flow: visual - foreign substance/debris/cleaning/sterilization. Visual inspection: the returned handle is in a used, but still in a good condition and fully functional. Since the product was delivered decontaminated/sterilized status, the bleeding out of the handles could not be reproduced anymore. However, the received pictures show clearly that a brown liquid seeped out into a cloth, therefore the complaint condition will be rated as confirmed. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The root cause (regarding the bleeding out handles) was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. The potential cause for this investigation will be rated as normal wear, since the product was in use for 7 years. Synthes recommends to follow the available reprocessing instructions to avoid possible problems (see information sheet or refer to https://emea.depuysynthes.com/hcp/reprocessing-care-maintenance. We wish to assure you that the canevasit/phenolic handles, although they are no longer the state of the art choice, are safe to use. Tests carried out by an independent laboratory (medical device services, d-82205 gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic.as part of our aspiration to offer the best quality products to our clients, in 2013, synthes initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 300 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We at depuy synthes like to assure you that we are committed to offer all instruments with either silicone or ppsu handles by end 2021 and like to thank you for your cooperation and patience. See attached file titled 2019-03 letter silicon handle". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 311.431, lot: 8394780, manufacturing site: bettlach, release to warehouse date: april 29, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 311.431, lot: 8394780, manufacturing site: bettlach, release to warehouse date: april 29, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.